Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. It was noted the product was implanted for sixteen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt revised for osteolysis, polyethylene wear and loose tibial tray. Cement mfg by others.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
A complaint database search did not show any additional reports against the supplied lot code. The investigation could not draw any conclusions about the reported event based on the newly provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.